Event description:
The facility reports the caregiver had completed the bath and lowered the tub. She then raised the lift to the top of the stroke and backed it, with the resident, away from the tub. She then turned her back and started to raise the tub to facilitate faster draining of water. While she was holding the button to raise the tub lift, the resident fell forwarded and struck the floor face-first, suffering a broken jaw and fractured skull.